Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the suture strand broke off at the needle and sometimes, when the nurse opens the package, the strand is no longer attached to the needle. No injury.